Manufacturer narrative:
This supplemental report is being submitted to correct the aware dates from 04/22/2016 to 04/08/2016. The previous date reported (4/22/2016) referenced the internal investigation findings by intuitive surgical, however the field service engineer confirmed that the fuses for the illuminator were defective on 4/08/2016 and the illuminator was then replaced.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure investigation confirmed the reported failure. The illuminator, which provides the light which is transported to the system endoscope and projected onto the surgical field, was found to have a blown fuse due to an internal fault. This complaint is being reported due to the loss of light experienced. Although no patient harm occurred, if the reported malfunction were to recur if could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted ureteroureterostomy procedure, the light went out. The intuitive surgical, inc. (Isi) technical support engineer instructed the customer to power cycle the system and the vision side cart. However, the system powered up with errors. The customer was able to recover from the errors and continued with the procedure using an alternate light source. The planned surgical procedure was completed and there were no allegations of any patient injuries. An isi technical field specialist (tfs) was dispatched to the facility and was able to reproduce the reported failure. The tfs replaced the illuminator due to a blown fuse found.